Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to verify unexpected battery power loss, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the insulin pump had replace battery now message again. Customer was receiving insert battery now message at time of call and customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.